Event description:
The date above is when I was taken from my home by ambulance to the hospital unable to breath due to pain across my entire chest cavity, fever, chills and pain in the right calf. On (B)(6) 2018 I had the right knee total replacement done for the 2nd time by dr (B)(6) from (B)(6) after the 1st was done by dr (B)(6) at (B)(6) in (B)(6) 2014. I told dr (B)(6) from the 1st post-op visit all the way until he retired 2 years later that he was not good, and dr (B)(6) took his place and told my wife and I the same thing it is phantom pain, so for over 3.5 years. I lived with constant swelling, heat in the knee, unstable, falling/tripping, limited mobility, reduced quality of life and pain.